Manufacturer narrative:
(B)(4).

Event description:
It was reported by another medical device manufacturer that during a sigmoid colectomy procedure, there was a post-op internal leak in the patient. The patient had expired. It is unknown what has happened to the device.

Manufacturer narrative:
(B)(4).